Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer's blood glucose was unknown. The customer stated that the insulin pump was giving her too much insulin. The customer experienced the low blood glucose. The customer declined the low blood glucose troubleshooting. The product will be returned for analysis.